Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there the patient received a notifier for low high-voltage lead impedance. However, no lead impedance markers were observed in the trend. It was concluded that the out of range hvli measurements were erraneous due to interference between the hvli check and p/r wave amplitude measurement. Programming changes were recommended. Device remains implanted.